Manufacturer narrative:
The customer was not willing to troubleshoot or allow access to the instrument for immucor investigation. Additionally, the customer was not willing to provide patient information nor send blood samples in to immucor for further investigation. No separate blood sample or patient information was provided by the customer. Customer did not give access or info.

Event description:
On (B)(6) 2016, a customer reported unexpected negative antibody screens when using capture-r ready-screen (3) on a galileo echo instrument.